Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose of 69 mg/dl while using the ilet insulin pump. The user had announced a meal while already below target glucose. The ilet displayed a low blood glucose alert. The user corrected the low with carbohydrates and a fingerstick confirmed glucose was back in range. No medical intervention or outside assistance was required.